Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The patient should be finished with rewarm but was only at 36.4c, targeted temperature (tt) was 36.5c in an arctic sun device. Axillary was reading 36c. They turned on the radiant heat. Water temperature (wt) was 32c, and 39c earlier. Flow rate (fr) was 0.7lpm. Explained 36.4c was considered within the allowable tolerance of target temperature. The axillary temperature was not core temperature. Suggested a rectal check if they were concerned the probe was not accurate. Asked to keep an eye on the flow rate and water temperatures. If the flow dropped the heater might not be able to function properly. Per follow up information, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient should be finished with rewarm but was only at 36.4c, targeted temperature (tt) was 36.5c in an arctic sun device. Axillary was reading 36c. They turned on the radiant heat. Water temperature (wt) was 32c, and 39c earlier. Flow rate (fr) was 0.7lpm. Explained 36.4c was considered within the allowable tolerance of target temperature. The axillary temperature was not core temperature. Suggested a rectal check if they were concerned the probe was not accurate. Asked to keep an eye on the flow rate and water temperatures. If the flow dropped the heater might not be able to function properly. Per follow up information received via task on 19feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient should be finished with rewarm but was only at 36.4c, targeted temperature (tt) was 36.5c in an arctic sun device. Axillary was reading 36c. They turned on the radiant heat. Water temperature (wt) was 32c, and 39c earlier. Flow rate (fr) was 0.7lpm. Explained 36.4c was considered within the allowable tolerance of target temperature. The axillary temperature was not core temperature. Suggested a rectal check if they were concerned the probe was not accurate. Asked to keep an eye on the flow rate and water temperatures. If the flow dropped the heater might not be able to function properly.